Manufacturer narrative:
The previous medwatch report was submitted by cook inc. Under manufacturer report reference 3002808486-2019-00072. Occupation: non-healthcare professional. Additional information: investigation. Investigation is reopened due to additional information provided. The following allegations have been investigated: chest pain, anxiety, frustration, emotional/psychological injury and shortness of breath. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported chest pain, anxiety, frustration, emotional/psychological injury and shortness of breath, are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right femoral vein due to deep vein thrombosis. Patient is alleging inability to retrieve. Patient further alleges chest pain, anxiety, frustration, and shortness of breath. Per the(B)(6) 2009 unsuccessful retrieval report: "multiple manipulations were performed in order to free the attachment hooks from the caval wall. The left lateral hook would not be released despite extensive manipulation and eventually the filter was allowed to redeploy within the ivc." "The filter is seen at the l2-3 level and is well centered. The attachment hooks protrude beyond the area of luminal opacification. This does not necessarily mean perforation and may indicate tenting of the caval walls and did not preclude attempt at retrieval." Unsuccessful attempt at percutaneous image-guided retrieval of the previously placed ivc filter due to incorporation of one of the attachment hooks into the wall of the inferior vena cava. The filter was allowed to re-deploy within position. Post redeployment vena cavography reveals spasm and minimal clot at the site of the filter." Per the (B)(6) 2009 unsuccessful retrieval report : " an attempt retrieving of his filter had been performed previously but the treating physician was unsuccessful in removing the filter." "It appeared that the left strut of the vena cava filter went beyond the flow lumen thou not necessarily outside the wall of the vena cava, as intimal hyperplasia ingrowth over the strut can lead to the same appearance. However because of the adherence of this left sided strut to the vena cava " " I was unable to remove the filter after successfully snaring and collapsing the device. It was therefore redeployed with the inferior vena cava" patient reports date of event as (B)(6) 2017.